Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. The hanger was found to be broken off at the hinge. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connector ports. It was noted that the damage prevented the connectors from securing leads in place. The epg was returned for service. There was no patient involvement.